Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.9, lab: 2.5. Patient confirmed she had the meter for about 3 years now and last week she started getting low results. Target range is 2.0-3.0 inr. She tested today on her meter at around 7am est got 1.9 inr then went to lab at 11:15am est got 2.5 inr. Confirmed the lab test was from venous sample.

Manufacturer narrative:
Investigation pending.